Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable) and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status, service code 204) was confirmed due to the trunk cable connector being damaged with a broken tab and unable to connect to a monitor. The electrode belt was unable to stay engaged with the monitor. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.